Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium large clip applier instrument had poor opening and closing. The procedure was with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found to have a derailed grip cable from its normal position at the distal idler pulley. The instrument failed the intuitive motion test. Imprecise motion was observed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. Unknown when the incident with the clip applier occurred. Unknown if the issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). Unknown if the issue was related to unsuccessful clip application (e.g., incomplete closure of clip). Unknown if the issue related to clip opening after closure of the clip. There was no big trouble such as procedure delay. Medium-large hem-o-lok clip appliers were used for the vessel. Unknown if the vessel or tissue bundle greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). Unknown how many times the subject clip applier had been used during the case when the incident occurred (e.g., 1st clip application, 2nd clip application, etc). Unknown how the issue was resolved. The instrument is available for return to isi for analysis. No photos and/or videos of this event available for isi review. Lot number provided. The procedure was completed. There was no big trouble such as procedure delay.

Event description:
Refer to h10/h11 for follow-up information.